Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms noted during testing. Power error detected alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and slightly stained serial number label.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The customer was advised how to perform troubleshooting. The customer was advised to monitor and call back if the alarm recurs. The insulin pump was returned for analysis.